Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the distal end of the ptfe pad was partially missing. The manufacturing history was reviewed, with no irregularities noted. Evaluation for the exact cause of the user's report is in progress. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a laparoscopic right hemicolectomy, the subject device was used. Seal & cut short circuit error occurred and the distal end of the ptfe pad was separated while in use. When the user withdrew the device from the trocar, the distal end of the ptfe pad was broken off. The user did washing inside the body cavity of the patient. The procedure was completed with unspecified device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-00930 to provide additional information based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the distal end of the ptfe pad was partially missing. The manufacturing history was reviewed, with no irregularities noted. As a result of evaluation for video recording of the procedure on october 29, 2015, the partially separated ptfe pad still remained on the jaw, when the device was withdrawn from the surgical field. Considering the evaluation result of the device, missing of the ptfe pad occurred due to physical stress applied to the partially separated ptfe pad when the device was withdrawn. The ptfe pad was partially separated due to activating output by the user without grasping anything (including after the tissue separated) while the grasping section is closed. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This type of the ptfe damage is most likely related to the operator's technique.